Event description:
The patient reported he has experienced low blood glucose levels for the past two mornings. He stated that his insulin infusion device gave him an unintentional bolus in the night of 2007 while he was sleeping. He thinks the bolus was for 4 units of insulin but, since he had already taken the batteries out, cannot confirm this by checking the bolus history. The patient stated he wasn't "very lucid at all" on waking up and that his wife had to give him juice to bring his blood glucose levels back up. He did not know his exact blood glucose numbers but thought it was in the 40 mg/dl range with his normal reading being 90-110 mg/dl. Troubleshooting did not find any issues with the product. The patient switched to his backup infusion device. On follow up, the patient's wife stated the patient had experienced another low blood glucose reading three days later. She stated he has lowered his basal rate of 1.0 units of insulin. The patient called back the same day and stated he wasn't sure the low blood glucose readings were related to the infusion device. He said he has only had one other low event and that was before he adjusted his insulin basal rates. He stated that he has lost some weight and realizes that he might have just needed to adjust his basal rates to compensate for the weight loss. The patient said he is in the process of upgrading to a new insulin infusion device and would return both of his current devices once he does. The patient did not require medical assistance from a healthcare professional or second party to address the issue.